Event description:
Pt was being monitored with electrodes. The two arm leads were postioned such that they were under the arms of the pt. This allowed the patches to be exposed to moisture from the arms covering the patches. Nurse noted that the area covered by the patches was becoming red and small pustules were beginning to develop under the two arm leads. The leads were removed, neosporin ointment was applied to affected areas, new patches would not be covered by the pt's arms. Eight hrs later the redness and pustules were not visible, and the new patches were doing fine.